Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported no image issue could not be determined, however, it was likely the result of damage to the image guide fiber bundle due to customer handling. The event may be prevented by following the instructions for use which state: ¿warnings and cautions¿ ¿¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that during preparation for use. The evis eus ultrasound bronchofibervideoscope did not display an image. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was not confirmed. Additional issues were identified during the device evaluation: due to a pinhole on the distal sheath; water tightness was lost. The image guide bundle had significant breakages and had a stain. Due to damage on the charge-coupled device unit; the image had shadows. The distal end was shaved, the adhesive on the distal sheath was detached, and the connecting tube was deformed. The investigation is ongoing. And follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.